Manufacturer narrative:
The stent is currently implanted. The cause of the event is unknown. (B) (4) is currently waiting on the op notes from the initial implant ((B) (6) 2008) to determine if any thing occurred during the procedure that may have contributed to the in-stent restenosis. The device holds the ce mark for the indication of the peripheral vasculature in (B) (6) where this event occurred.

Event description:
This event occurred in (B) (6) and involved a patient in the (B) (6) registry. The patient developed in-stent restenosis in the right popliteal artery. The patient had been experiencing claudication in his right calf for a few days prior to the intervention. It was reported that the artery at the level of the knee joint cavity was 50% stenosed. Recanalization of the occlusion was performed on the narrowed segment. Further stenosis outside the stented lesion was observed and a 40mm stent was implanted. The procedure was uneventful.